Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported loss of communication issue, calibration not accepted alert and divergence between sensor glucose and blood glucose. The customer also had a several hypoglycemia with loss of consciousness and convulsion. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the transmitter and the transmitter will not be returned for analysis.

Manufacturer narrative:
Additional information has been received and information submitted in the initial report was corrected. The corrected information has been provided in section b3( aware date), b5 ( summary) and h6 (hecc,heic) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The clinical specialist reported that customer said there were loss of communication, calibration not accepted alert, and sensor glucose vs blood glucose issue. As a result, customer ran out of sensors and had several lows with loss of consciousness and seizure. Customer has a history of hypoglycemic events and cannot be without a sensor. Customer ate an acai after dinner about 8pm on (B)(6) 2023 and bolused for it. Customer went to bed at 11pm. Per follow-up notes, on (B)(6) 2023, customer felt bad and called her husband and lost consciousness. Her husband said she fell and bruised her arm and he treated her low with sugar. Then, he checked her blood glucose and it was 38mg/dl. Customer regained consciousness and her blood glucose went up to 107mg/dl. Customer was getting better but had many stomach pains. She then went to the hospital and they treated her stomach pains. Customer was using the pump at the time of the low. Sensor was not used.